Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and for the device (B)(6), no protocol was programmed on the device or any infusion launched on the date of the event. For the device (B)(6), on (B)(6) 2025, between 08:45:46 and 15:54:50, the pump was turned on and off 14 times. During this period, it was programmed with different patient and drug data. Between 10:01:38 and 10:07:41, propofol and remifentanil were programmed on the same pump without confirmation of a syringe change. The syringe used appears to be the same during all the process, based on the volume infused compared to the volume remaining in the syringe. A tci propofol protocol was started at 10:02:22 and ended at 10:05:29. The propofol infusion lasted 1 minute from 10:02:22 to 10:03:22 with a total volume infused = 17.006 ml immediately afterwards, at 10:05:32, remifentanil was programmed on the pump but the no infusion was started with this drug. The pump was turned off 2 minutes later until 13:20:19. The reported device was received in brézins for investigation. According to our investigation, during visual inspection it was noticed a label with the indication 'for demonstration purposes only'. Reproducible tests were then carried out and for the first test a protocol was launched with no drug selected, no alarms or errors were triggered, and no dysfunction was observed during this test. As a second test, a remifentanil protocol was launched on both devices with the same parameters than the history data then the device is leaves in standby for 1 hour to attempt to reproduce the automatically start mentioned in the description. After the 1 hour, the devices are still in standby, the infusion didn't start automatically but the visual and audible "waiting for launch" alarm was triggered every 2 minutes (this is normal operation). Finally, a protocol with propofol was launched with the same parameters on the pump which, according to the history, infused this drug on the reported date. After 1 minute of running, the target concentration is reached so the flowrate is = 0.000 ml/h and the total volume infused = 17 ml as the reported date and not a 'bolus' of 17ml. The quality control of these devices was all compliant with specification. For this complaint, based on the findings the reported issue could not be reproduced, and no issues were identified on both devices, the complaint is therefore not valid. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: on (B)(6) 2025 at 08:00, customer connected the agilia perfuser and the tiva line injectomat to the patient. Customer entered the parameters for remifentanil for the patient (weight, height, sex, drug concentration, flow rate) and left the pump on standby. Customer had not yet reached the selection menu for cancelling the induction dose and continued entering the data for propofol when they noticed that the patient had turned blue and stopped breathing. Customer immediately began ventilation via a mask and maintained an open airway. With maneuvers, was able to pre-ventilate and awaken the patient; fortunately, she soon regained consciousness, and the chest wall rigidity resolved. Customer noticed that the remifentanil pump had automatically delivered a bolus of approximately 17 ml of remifentanil, which is a toxic and potentially fatal dose. All systems and the pump were immediately disconnected. Subsequent checks showed that the pump displayed drug infused: 0.0 ml.'' Therefore, a software error in the pump occurred, resulting in a dangerous, life-threatening deviation. "The user ordered and received two pumps. Since an incident occurred during operation and both pumps arrived at the same time, the user reported both of them.". Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.